Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP device. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease/toxicity, liver disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: the device was returned to a third party service center. During evaluation of the device, no evidence of foam particles were found in the device assembly. The unit was without any other type of contamination. No errors were found in the device error log.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease/toxicity, liver disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. The device was returned to a third party service center. During evaluation of the device, no evidence of foam particles were found in the device assembly. The unit was without any other type of contamination. No errors were found in the device error log.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, kidney disease/toxicity, liver disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.